Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited an increase to high thresholds. It was noted that an x-ray showed a little movement. The lv lead was reprogrammed and remained in use. It was also reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The rv lead exhibited variable thresholds, oversensing, and noise. An x-ray was performed that showed possible micro-dislodgement. As the patient was going on holiday, the defibrillator was turned off and the sensitivity was reduced. The rv lead remained in use. It was further reported that the patient had a rv bipolar lead impedance warning for high pacing impedance. The patient was brought into the clinic for further testing and investigation. Lead testing in the clinic showed normal values, but some electrograms were not consistent, beat to beat. Long term trends showed variations in impedances which appeared to be worsening, along with variable rv threshold and sensing integrity counter (sic) count. The patient was later admitted for investigation of a possible lead connection problem. Fluoroscopic images showed the rv lead pin was possibly not completely positioned within the header of the device, and the lv lead was also questioned. The physician opened the pocket and inspected the header. When the rv lead was pulled on, the lead came out of the header. The lead pin was repositioned into the header and inspected to ensure complete engagement. The lv lead pin was also repositioned into the header as it looked a little short on the fluoroscopy. The final lead testing results were normal. The device, rv and lv lead remain in use. No patient complications have been reported as a result of this event.